Manufacturer narrative:
We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submissions. (Submitted on 06/02/2023) distributor, importer and manufacturer are under the ws audiology compliance system.

Event description:
In this event, the power adapter of the user's charger has melted at one connector pin. There was no injury reported. Investigation results: results of technical investigation (x-ray inspection and measured output of voltage and current) found the charger, usb cable, power adapter to be working within parameters and functioning at stable values. X-ray analysis showed that only external parts of the power adapter are affected, internal wires and components are intact. Investigation suspects loose internal shrapnel of the socket (wall outlet of the user) could have led to a poor contact between the ac pin of the power supply and internal shrapnel of the socket. Poor contact in the socket can result in high currents and high temperatures, which can create this observed external melting. Technical investigation supports the root cause is not a result of a malfunction of the reported medical device, and is likely caused from the electrical wall outlet of the user.